Event description:
On (B)(6)2008, patient had trauma / cranial bone graft to orbit, where allogenix was used to fill a cranial defect. Wound was debrided on (B)(6)2008.

Manufacturer narrative:
No cultures of specimens were sent for pathology. Current information is sufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.